Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no errors or alarms related to the complaint observed in the black box or alarm history. A normal 10 unit bolus was successfully performed and was accurately recorded in the pump history. The audio bolus button was found to be inoperable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The user guide states when first using the audio bolus feature, the user should always look at the screen to confirm correct programming until the user is comfortable with the feature. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas stating that the pump was programmed to a 0.5 unit step size for bolusing but had required several button presses to receive the desired bolus amount. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4)